Event description:
There was an allegation of questionable creatinine jaffé gen.2 (crej2) results for 16 patient samples on a cobas 8000 c702 module. Results for 3 samples are provided as a representative example. Sample 1's initial crej2 result was 2.86 mg/dl. The result using an enzymatic method was 0.79 mg/dl. Sample 2's initial crej2 result was 2.28 mg/dl. The result using an enzymatic method was 0.84 mg/dl. Sample 3's initial crej2 result was 1.89 mg/dl. The result using an enzymatic method was 0.74 mg/dl. The results obtained using the enzymatic method are deemed correct.

Manufacturer narrative:
The creatinine jaffé gen.2 reagent lot number and expiration date were not provided. A field service engineer (fse) determined that the gear pump pressure was too low and the tubing on one of the rinse stations was broken. The fse adjusted the gear pump head, cleaned the valves of the reagent and sample syringes, repaired the tubing for the rinse station, and performed checks. For verification, qc was performed, and it passed. The investigation is ongoing.